Event description:
It was reported that during a procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully using back-up equipment. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was duplicated by the manufacturer service technician and noted corroded driveshaft bearings. A corroded driveshaft bearing can cause the reported event of overheating.